Event description:
Country of complaint: (B)(6). Complaint description: suture breakage and the thread thickness varies/patterns are thicker than usual.

Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: while opening the suture package, the suture cracks without pulling the shaft or in the middle of the thread. Furthermore, thread thickness varies/patterns are thicker than usual. Samples received: 5 unopened an 4 open pouches. Analysis and results: there are no previous complaints of this code batch. There are no units in OEM stock. OEM has tested the knot pull tensile strength of the closed samples received and the results conform to requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable.